Event description:
It was reported that during a low anterior resection procedure, there was an error sound at 10 minutes after started using. Then checked the blade and there was a crack on the tip of the blade. Another device was used to complete the case. There were no adverse consequences to the pt.